Event description:
The collimator latching bars of each detector have small (approx 12 in x 3 in) lightweight plastic panels that cover the collision detection circuitry. While rotating gantry around pt (detector 2 coming over top of pt), the panel fell off and hit a pt in the head. There were no injuries.